Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported conditions were confirmed. The pre-test to determine if the error codes were present could not be performed as the device was leaking water. It was determined that the device showed signs of damage caused by immersion during cleaning which was failure to follow directions for use. The assignable root cause was determined to be due to misuse/abuse and possibly user error. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a cadaver laboratory, when the motor device was first booted up on the console device, it was observed that the device was making a louder than normal noise. It was further reported that and e8 error code was observed on the console device. According to the report, water was observed leaking from the motor device and the ¿blue part¿ of the device was able to rotate 360 degrees. It was reported that the drill was set aside and a backup was used. It was reported that the device was plugged into another system and the loud noise continued and an e9 error code was observed. This event was not related to surgery. There was no patient involvement. There were no injuries reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.